Event description:
It was reported that the implant frame was damaged. A left atrial appendage closure procedure was performed. The 20mm watchman flx left atrial appendage closure device would not re-expand after initial deployment and recapture. One of the struts was bent on the shoulder of the device. The physician then intentionally clipped the fabric cap below the strut after the device was removed from the body. No patient complications were reported to have occurred due to this event.